Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of gap between the plastic cover and the rip body was caused by stress of repeated use, external factors, handling, or deterioration due to chemical stress such as chemical load during reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the dark blue wire was completely cut; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the distal sheath adhesive part was missing; the adhesive part of the lighting lens has come off; the air/water supply cap (water pipe) was loose; the suction cylinder was scraped; the forceps plug cap had been scraped; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for an endoscopic retrograde cholangiopancreatography procedure, the evis lucera duodenovideoscope had a broken wire. The intended procedure was completed successfully. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was a gap between the adhesive part of the plastic cover and the tip body. This report is to capture the reportable malfunction of the gap of adhesive on the distal end noted at estimation